Event description:
It was reported that stent damage occurred. The target lesion was located in the saphenous vein graft to right coronary artery. A promus premier¿ stent was advanced and implanted in the lesion. The stent was fully deployed and was well apposed to the target lesion and did not appear to move on the proximal edge. Then post dilation was performed to adequately embed the stent to the vessel wall however it was noted that the stent appeared to be elongated. The physician determined that the stent was "okay" and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).